Event description:
A medium ligaclip was used to clip a vessel. However, the clip sheared the vessel and caused a tear in the external jugular vein. The vein was repared without incident, and minor harm was done to the patient.====================== health professional's impression======================the ligaclip malfunctioned causing shearing of the vessel.